Event description:
Following implant surgery, the pt lost sensation and developed profound weakness in both legs. The deficits progressed to her arms. A computerized tomography scan (date not reported) showed that the lead did not puncture the dura or put pressure on the spinal cord. The lead was implanted at t8-t9; the epidural space was large. The hcp believed the pt had a reaction to the implant, developed guillan-barre syndrome, and the paralysis was unrelated to any surgical complications. The pt was admitted to the hospital and treated with intravenous immunoglobulin. The hcp and family member did not want to remove the system as the hcp was confident the pt condition was not lead-related. The stimulation was turned off. The pt also experienced severe abdominal bloating post-surgically, which dissipated. No epidural hematoma was seen with a spinal computerized tomography completed 3 days after implant. The leg weakness was progressing to the upper quadrant. The hcp treated the symptoms as a possible viral complication. The pt and family did not want system explanted at that time to see if the situation would resolve. The lead was removed from the epidural space and placed subcutaneously in hopes of replace it later in the epidural space. Four days after implant, the pt was taken back to surgery and the system was totally explanted to allow for a magnetic resonance imaging and arteriogram were completed (results not reported). Eight days after implant, the pt continued to be hospitalized. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.